Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with antibiotics (mode of administration unknown). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on february 17, 2023

Manufacturer narrative:
This report is submitted on march 17, 2023.